Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. H3 other text : although requested, product has not been received.

Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.